Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out-of-range pace impedance measurements on this right atrial (ra) lead greater than 3000 ohms. No adverse patient effects were reported. This device system remains in service.